Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2020, r770025l valve (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible p-wave undersensing. It was also noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid trending data. The ra lead and device remain in use. No patient complications have been reported as a result of this event.